Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving an error message of ¿replace sensor¿ while wearing the adc freestyle libre sensor. The customer experienced symptoms described as fainting and a loss of consciousness. The customer had contact with a healthcare professional and was treated with glucose serum. No additional treatment information was reported. There was no report of death or permanent impairment associated with this event.